Event description:
The rptr stated that she did back to back blood glucose testing, within mins, using the same finger for each test. Her results were 165, 197 and 247 mg/dl. She did not have any symptoms. A control solution test result of 136 mg/dl was in range. The lifescan rep reviewed qc procedures and meter to lab comparisons vs back to back testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8